Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge tube with moisture. Visual inspection found haptic broken. Dimensional inspection was unable to be performed due to significant lens damage. Claim# (B)(4).

Manufacturer narrative:
H10 - initial MDR missing the work order search and DHR results. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation has not yet been performed. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop, blurred vision, uveitis/iritis pigment dispersion, mild pupil dilation, sectorial iris atrophy, diffuse iris atrophy and ocular hypertension. In a separate visit the lens was explanted. The problem was noted as resolved. Cause of the event is reported as iris rubbing.